Manufacturer narrative:
Combination product: yes. The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned instrument revealed that the tip is deformed (i.e. Stretched in the weld area). A reference transportation wire and a reference guidewire could be introduced into the guidewire lumen. The stent is displaced by 1 mm into distal direction. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations, no manufacturing or material related root cause could be determined.

Event description:
An orsiro drug-eluting stent was chosen for treatment. When the orsiro was removed from packaging, it was noticed that the tip was deformed.